Manufacturer narrative:
Further information was requested but not received. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient developed decreased ejection fraction due to pacemaker induced cardiomyopathy. On (B)(6) 2019, the patient receive a pacemaker upgrade and was implanted with a bi-ventricular pacemaker to resolve the complication.

Event description:
New information received stated that the patient was asymptomatic from the event, however, there was a significant decrease in ejection fraction. The patient received a pacemaker upgrade procedure on (B)(6) 2019 and tolerated the procedure well. There were no complications from the procedure and the patient was discharged from the hospital the next day.